Event description:
Device report from synthes (B)(4) reports an event from (B)(6) as follows: it was reported there is a defect, chipping on the edges of the hammer. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device was used for treatment, not diagnosis. Implant explant dated: device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.